Event description:
It was reported that the patient complained of a "pounding sensation" and had to use the left arm to push to sitting position. It was noted that the threshold of the ventricular lead had increased and sensing value was low. The physician felt the patient symptoms were caused from the ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.